Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfvf054 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfvf054) have been reported from the same facility.

Event description:
It was reported "a nurse on the unit noticed a wet spot on the patients shirt. Upon closer examination, a crack in the tubing of the safestep huber needle was discovered. The crack occurred where the tubing joins the light blue colored, luer connector. This is a recurring problem that is not necessarily directly related to the patient's activity level as this problem has occurred with patients with low activity levels. The problem seems to be related to the type of drug that is infusing during the crack. This one is linked to a drug call blinatumomab." It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns, radiating tear marks and material buckling, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported "a nurse on the unit noticed a wet spot on the patients shirt. Upon closer examination, a crack in the tubing of the safestep huber needle was discovered. The crack occurred where the tubing joins the light blue colored, luer connector. This is a recurring problem that is not necessarily directly related to the patient's activity level as this problem has occurred with patients with low activity levels. The problem seems to be related to the type of drug that is infusing during the crack. This one is linked to a drug call blinatumomab." It was reported this occurred with two devices. This report addresses the first device.